Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post implant, the right ventricular (rv) lead had intermittent capture, unstable thresholds and was undersensing r waves. It was also reported that the lead had diminished sensing and noise. The lead was explanted and replaced. During removal of this lead, it was also noted that there were many turns needed to unscrew the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.